Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display during dwell 1. The technical service representative (tsr) determined one of the white clamps on an unused supply line was open, one of the supply bags also fell and disconnected, and the spike came out of the bag. The tsr had the caregiver (cg) close all the clamps to the bags, patient line, and transfer set, and then cycle the power. The tsr had the cg remove the cassette at 'load the set'. The tsr advised the cg to start over with new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed and the root cause was determined to be use error, due to an open clamp. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.